Manufacturer narrative:
A ge service rep performed an onsite investigation. The single board computer was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a communication fail error message and would not boot up. There is not report of injury or death associated with this event.